Event description:
It was reported that the physicians hand slipped while slitting through the hub and it did not work smoothly after restarting. Physician stated the accessory was defective. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.